Event description:
It was reported that the right ventricular lead exhibited increased thresholds. On (B)(6) 2013, it was noted that the lead had dislodged and was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.